Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed an integrated circuit had leakage.

Event description:
It was reported that before implant when the device was still in the box, the device was unable to be interrogated. A second programmer was used but the device was still unable to be interrogated. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.